Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent a surgical procedure involving a two year old artificial urinary sphincter (aus) due to it "functioning poorly". During the procedure the existing cuff and balloon were removed an replaced. There were no patient complications related to the device.